Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the investigation found there to be objective evidence indicating a product problem. Therefore, the reported complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, this complaint has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that thermal damage was found on a fresenius 2008t machine. The biomed was performing an annual preventive maintenance (pm) check on the machine when they accidentally pinched a wire, which caused ic19 on the actuator/test board to blow and led to an acid pump no eos alarm message. The biomed also noticed a burning smell along with visible thermal damage on the board. The biomed said there were holes burned through two pins on ic19, and plastic from the component had sprayed onto surrounding components. There was no obvious damage on any other components. The biomed ordered a replacement actuator/test board which they were still waiting to arrive at the time of follow-up. After the board is replaced, the biomed said the machine would be ready to be put back in service. When they do the repair, the biomed said they would ensure that the wire they pinched is not contacting the case. They planned to do this by using some electrical tape on the wire and or adhering insulation to the case. The biomed stated this would help prevent the issue from reoccurring. The machine has not had any past problems failing the electrical leakage test, and it was confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The number of operating hours on the machine was not provided. The sample was available to be returned via returned goods authorization (rga) for failure analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that thermal damage was found on a fresenius 2008t machine. The biomed was performing an annual preventive maintenance (pm) check on the machine when they accidentally pinched a wire, which caused ic19 on the actuator/test board to blow and led to an acid pump no eos alarm message. The biomed also noticed a burning smell along with visible thermal damage on the board. The biomed said there were holes burned through two pins on ic19, and plastic from the component had sprayed onto surrounding components. There was no obvious damage on any other components. The biomed ordered a replacement actuator/test board which they were still waiting to arrive at the time of follow-up. After the board is replaced, the biomed said the machine would be ready to be put back in service. When they do the repair, the biomed said they would ensure that the wire they pinched is not contacting the case. They planned to do this by using some electrical tape on the wire and or adhering insulation to the case. The biomed stated this would help prevent the issue from reoccurring. The machine has not had any past problems failing the electrical leakage test, and it was confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The number of operating hours on the machine was not provided. The sample was available to be returned via returned goods authorization (rga) for failure analysis.